Event description:
Pharmacy reported to baxter that the unit experienced inaccurate delivery. The pharmacy reports that the unit was programmed for 3ml but it delivered between 3.08ml and 3.15ml. No patient impact was reported.